Event description:
Provider states that the patient was sleeping on the g series bed and she believes they were using the half length bed rails. Provider states that the patient rolled off the bed because the rails were not high enough to keep this from happening and fell on the floor. Provider states that the patient did not advise of any injuries.